Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys insulin (insulin) on a cobas 8000 core unit. Patient 1 initial result was 3.94 pmol/l. The repeat result was 401 pmol/l. Patient 2 initial result was 39.5 pmol/l. The repeat result was 1383 pmol/l.

Manufacturer narrative:
The investigation determined the event was due to the customer's preclean m system reagent. The customer's material was submitted for investigation. It was found that the k ion content was abnormal. This abnormality is consistent with the customer mixing the solution in the bottle with other system reagents. The customer replaced the preclean m system reagent with a new bottle, and the issue was resolved. The investigation did not identify a product problem.